Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) performance data collected from the device indicates battery voltage was pre / approaching eri (elective replacement indicator). The device recorded a battery voltage of 2.71v approximately 24 months after implant. Preliminary analysis found that the battery was at eri (elective replacement indicator) with a telemetered value of 2.54 volts. Calculations based on implant parameters indicate that the device had not met its 99.9% longevity. Further analysis indicated high current drain on a node. Photon emission microscopy was used to observe a defect site in the gate of a transistor in a level shifter cell within the activity sensor circuitry in an integrated circuit. Additional analysis confirmed the defect was a short between two nodes in the transistor, which correspond to two other nodes at the hybrid level. The root cause of failure in this device was gate oxide leakage in a transistor of a level shifter cell causing a short circuit.

Event description:
It was reported the doctor wanted an explanation of short longevity or incorrect reading of battery voltage on device. It was further reported the device "eri status was found in clinic prior to eol" and it was sent back due to premature battery depletion. No patient complications have been reported as a result of this event.

Event description:
It was reported the doctor wanted an explanation of short longevity or incorrect reading of battery voltage on device. It was further reported the device "eri status was found in clinic prior to eol" and it was sent back due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) performance data collected from the device indicates battery voltage was pre / approaching eri (elective replacement indicator). The device recorded a battery voltage of 2.71v approximately 24 months after implant. Analysis of the device is in process; the results will be forwarded when available.